Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the tip end of a catheter tubing. No damage can be observed on the tubing or tip and no other portion of the device is visible. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the catheter tip was damaged during insertion. 1 of 2 incidents it was reported by customer that catheter tip material ¿fish mouthed¿ during insertion with inability to cannula through the skin the following information was provided by the initial reporter: catheter tip material ¿fish mouthed¿ during insertion with inability to cannula through the skin. Additional info recieved from customer: -did the event involve an urgent/life threatening medical situation? No. -did the event interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient? If yes, please provide details. Yes, it caused a delay in care and a 2nd attempt at an IV start. -what is the number of occurrences? Once with me personally. This has happened numerous times with my other coworkers. -is the catheter tip damaged? Yes, the tip of the IV catheter "fish hooked" during insertion.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the catheter tip was damaged during insertion. 1 of 2 incidents: it was reported by customer that catheter tip material ¿fish mouthed¿ during insertion with inability to cannula through the skin. The following information was provided by the initial reporter: catheter tip material ¿fish mouthed¿ during insertion with inability to cannula through the skin. Additional info recieved from customer: -did the event involve an urgent/life threatening medical situation? No -did the event interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient? If yes, please provide details. Yes, it caused a delay in care and a 2nd attempt at an IV start. -what is the number of occurrences? Once with me personally. This has happened numerous times with my other coworkers. -is the catheter tip damaged? Yes, the tip of the IV catheter "fish hooked" during insertion.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.